Manufacturer narrative:
The product lot numbers for this event is not known; therefore, lot history and device history record review is not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Three surgeons reported that the trocars leaked during the procedures. There is no known impact or consequences to the patients involved. Additional information and sample has been requested.